Event description:
It was reported that the pump was alarming air in line. No patient involvement or injury was reported.

Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection found the keypads and labels intact. The pump was observed to be in good physical condition. Functional testing was performed and the pump failed. Further investigation found fluid around the air detector. The fluid ingression was the root cause of the issue and was determined to be due to user interface. To resolve the problem, the air detector was replaced. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release, and no problems or issues were identified. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).